Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Twenty days post filter deployment, computed tomography (CT) revealed extensive bilateral pulmonary emboli extending from main pulmonary arteries to segmental and subsegmental branches, significantly increased since previous studies. There was complete occlusion of superior and inferior lingula arteries with wedge shaped consolidative opacities in lingula, representing evolving focal regions of pulmonary infarction. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with squamous cell carcinoma of paranasal sinuses status post frontal craniotomy and resection. Approximately two weeks and six days post filter deployment, computed tomography (CT) scan of chest alleged that the patient reportedly experienced pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.